Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) was confirmed due to the monitor's electrode belt connector being broken free from the monitor enclosure, damaging wires within the connector. The monitor was unable to complete baseline testing. The root cause for the damaged connector was physical abuse. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).